Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation/discarded. (B)(6). No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this t-handle was being used during a procedure and the surgeon found it difficult to get the locking screws to lock, the torque limiter wouldn't click easily. Surgeon felt there may be an issue with the torque limiter and wants it checked for faults. This instrument was part of our loan set and kit inspections team have been advised to check the instrument when the set is returned. No delays during surgery, no adverse impact on the patient. This complaint involves one part. Concomitant parts reported: 1x unk screw, part unk, lot unk. This report is 1 of 1 for (B)(4).